Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, uterine bleeding, dysthymia, libido decreased, appetite fluctuation, difficulty sleeping, anhedonia, fibroids, endometrial hyperplasia, redness, swelling nos, vomiting, nausea, wound infection and drainage of abscess. Concomitant products included ibuprofen, norethisterone (norethindrone) and solpadeine (tylenol 1). On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), fatigue ("fatigue"), weight increased ("weight fluctuations/ weight gain / loss"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy bleeding, during menstruation / abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, vaginal haemorrhage, headache, back pain and abdominal pain had resolved and the migraine, fatigue, weight increased, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Current weight 220.00 lbs. Discrepancy noted as per mr: essure device placement in 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 23-jul-2018: previously reported event "weight fluctuations/ weight gain / loss " pt change to "weight increased" incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On (B)(6) 2007, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations/ weight gain / loss"), dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy bleeding, during menstruation"), dyspareunia ("pain during intercourse/dyspareunia"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), back pain ("back pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, vaginal haemorrhage, headache, back pain and abdominal pain had resolved and the migraine, fatigue, weight fluctuation, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. No further causality assessment were provided for the product. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Current weight 220.00 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. New reporter added. Patient's demographic information and relevant history added. Events abnormal bleeding (vaginal), headaches and back pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("abnormally heavy bleeding, during menstruation"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping"), dyspareunia ("pain during intercourse") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, migraine, fatigue, weight fluctuation, dysmenorrhoea, menorrhagia, abdominal pain lower, dyspareunia and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: since her removal surgery, plaintiff symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.